Manufacturer narrative:
The device was not made available for eval. No mfg investigation can be performed as the lot number is unk. (B)(4).

Event description:
As reported by the physician, a pt wearing contact lenses presented at an emergency hospital with an ulcer on the left eye. The pt was admitted to the hospital for observation. The physician also notified the health sciences authority (hsa) in (B)(6). The physician could not provide add'l info due to the pt only releasing consent for info to the hsa. Add'l info has been requested from hsa but not rec'd.